Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when removing the resected stomach from the patient, the bag tore and a piece of the plastic fell into the patient's cavity which was removed with a use of grasper. There was no patient injury.